Event description:
It was reported that during a gyn procedure, the min/max button was defective. Another device was used to complete the case. No pt consequence was reported.

Manufacturer narrative:
Date sent: 06/03/2008. Info anticipated, but unavailable at this time.